Manufacturer narrative:
E1 - address: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is presumed the most probable cause of the reported image issues traced to component failure - due to a faulty ultrasound plug. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a noisy screen and no image. The issue occurred during the inspection for use. There was no patient involvement.